Event description:
The customer alleged that seven employees experienced symptoms when working around the sterrad unit. The first of the seven employees experienced eye burning, cough, and headaches. Fumes were also noticed. The customer did not wear personal protective equipment (ppe). The customer stated that the symptoms have resolved. The customer did not seek medical attention. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: performed a planned maintenance (pm) and replaced the oil mist filter. The fse verified the system met the MFR's specifications. The fse performed an empty chamber cycle successfully. Ref mdrs: 2084725-2009-00045, 2084725-2009-00084, 2084725-2009-00080, 2084725-2009-00081, 2084725-2009-00082, 2084725-2009-00083.